Event description:
A pt experienced a second degree burn on elbow after one treatment of freeze off. Family member reported injury and described application as: put applicator into canister and pressed the applicator on the wart for 8-10 seconds. Injured party sought medical attention the following day. Attending physician cut away dead skin and applied burn medication salve. Physician was seen every two days after initial treatment.